Event description:
Was reported that stent migration occurred and patient experienced swelling. The long-term dialysis patient experienced swollen face and right arm. After angiography, the physician found that the patient's right subclavian vein to brachiocephalic vein arch were stenosed. A 16x90/9fr 75cm wallstent endoprosthesis was implanted to the lesion to relieve the swelling. Three months post procedure, the patient returned to the outpatient department and the swelling did not improve. Angiography was performed and revealed that the implanted wallstent endoprosthesis had migrated in the direction of superior vena cava. Another wallstent was implanted at the centrifugal end stent edge of the migrated stent and the procedure was completed. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
Event date. Date of event and implant date - used the first date of the month of the aware date as no event and implanted date provided.

Manufacturer narrative:
B3. Date of event and d6. Implant date - used the first date of the month of the aware date as no event and implanted date provided. B5. Describe event or problem-updated. H6. Patient codes- correction from inflammation to swelling.

Event description:
It was reported that stent migration occurred and patient experienced swelling. The long-term dialysis patient experienced swollen face and right arm. After angiography, the physician found that the patient's right subclavian vein to brachiocephalic vein arch were stenosed. A 16x90/9fr 75cm wallstent endoprosthesis was implanted to the lesion to relieve the swelling. Three months post procedure, the patient returned to the outpatient department and the swelling did not improve. Angiography was performed and revealed that the implanted wallstent endoprosthesis had migrated in the direction of superior vena cava. Another wallstent was implanted at the centrifugal end stent edge of the migrated stent and the procedure was completed. No further patient complications were reported and the patient status was stable. It was further reported that the target lesion was 70% stenosed, non-calcified and mildly tortuous. The lesion was pre-dilated. The second wallstent was overlap to the first wallstent.